Event description:
Falsely elevated troponin results were obtained on patient samples. The technologist operating the instrument noticed that all the troponin results were high. After running a qc sample that was also elevated, instrument maintenance was performed and patient samples retested. The retest troponin results were ower. Example data was shared for only three patients, although laboratory personnel reported approximately one dozen pts had erroneously elevated troponin results reported. There were no reports to adverse health consequences as a result of the falsely elevated troponin results. A dade behring field service representative was dispatached to investigate. The investigation indicated instrumeht user maintenance resolved the issue. No device failure was identified.